Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 0292 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient "is hurting all the time in their chest where the device is implanted." The patient also hurts at times near their heart. The device remains in use. No further patient complications have been reported as a result of this event.